Manufacturer narrative:
Method: the complaint iw920 mobile infant warmer was returned to our office in (B)(4) where it was inspected by a trained fisher & paykel healthcare service technician. Results: the technician found that the infant warmer sustained physical damage to the head casing. Cracks on outer casing were observed. During testing it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. The root cause was identified to be the failure of a capacitor on the pcb board. Conclusion: the subject iw920 mobile infant warmer was released for distribution in 1997 and is 16 years old. It is likely that the replaceable super capacitor on the pcb board wore out over time. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. Our review of the manufacturing records for this complaint warmer did not reveal any discrepancies. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The reported malfunction was discovered during a maintenance check with no patient involvement. The infant warmer was repaired and a new capacitor was fitted to the pcb. The infant warmer was returned to the customer after passing all the necessary safety and performance tests. Device repaired and returned.

Event description:
A hospital in (B)(6) requested the repair of an iw920 mobile infant warmer as it was dropped and was physically damaged. During repair and servicing of the infant warmer, a fisher & paykel healthcare technician found that the power failure alarm was not working on the unit.